Event description:
A customer observed a higher than expected vitros vanc result obtained from a single proficiency sample (26.8 ug/ml) compared to the expected result (20.48 ug/ml) when tested using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc result was obtained from a single proficiency sample tested on the vitros 5600 analyzer. The investigation was unable to determine a definitive root cause for the higher than expected vanc results, however, the root cause of this event was user error. The customer did not react appropriately to higher than expected vitros vanc quality control results observed at the time of the event. The vanc calibration in use at the time of the event cannot be ruled out as a contributing factor. The customer recalibrated the same lot of vitros vanc reagent to resolve the concern. Following this action, acceptable vitros vanc quality control performance was observed, and retesting the same vanc proficiency fluid generated a vanc result within the acceptable proficiency range based upon a complaint review, there is no indication the vanc reagent malfunctioned.